Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the right ventricular lead exhibited noise episodes. Programming changes were made. The patient was in stable condition.